Event description:
Caller reported that a malfunction occurred on their pump after it was dropped and got wet. Customer's blood glucose level was over 500 mg/dl. A malfunction on the pump was reported. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address a by manual insulin injection. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.